Event description:
It was reported that a patient underwent a mastectomy procedure on (B)(6) 2013 and a reservoir was connected to a drain. The reservoir functioned properly upon first activation. When the patient was moved to a room later that day, the drain did not suction, so the doctor milked it. The surgeon touched the y-connector of the reservoir. It cracked and it could not be used any more. The surgeon opines that the cracked y-connector was the cause of the inadequate suction. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.